Manufacturer narrative:
Additional information: b3, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the patient's crrt (continuous renal replacement therapy) process, the arterial catheter interface (the arterio-catheter hub) was detached automatically while the arterial end was closed. After the hemodialysis catheter was removed, the test found that the catheter interface at the other venous end could not be detached even with great force. The hemodialysis catheter was removed, and will reinsert it if necessary. There was nothing unusual observed on the device prior to use. There was no leak and tego was no utilized. There were no other visible defects/damages found on the product. There were no other products being utilized with the device. The catheter was not repaired. There was no damage/ defect on the catheter itself. The blood was returned safely to the patient. Re-catheterization was the intervention and remedial action done as a result of the event. The treatment proceeded and was completed. There was no blood loss and blood transfusion was not required. There was no reported patient outcome.